Event description:
According to a hosp charge nurse, a physician was performing a trans-urethral resection of the prostate (t.u.r.p.). The physician was using an a2172 disposable band electrode with a valley lab electrosurgical unit ("esu"). The nurse reported that two or three mins into the procedure, the electrode broke into pieces inside the pt's bladder. The procedure was immediately stopped and the pieces were removed from the pt's bladder with a flexible grasper. The procedure was completed with a new electrode and there were no injuries related to the occurrence.